Event description:
Philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that an issue was found with the oxygen hose requiring replacement. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the issue was found during preparation of the device. No further clarification was provided on what the issue with the oxygen hose was. The customer requested that a replacement oxygen hose be shipped, so a quote was provided to the customer for an o2 hose kit. The replacement part shipment is pending the customer acceptance or rejection of the quote. This investigation is ongoing.

Manufacturer narrative:
E: (B)(6). Phone: (B)(6).

Manufacturer narrative:
H10: in a gfe response from the rse received on 02apr2024, it was confirmed that the customer replaced the oxygen hose and returned the device to full functionality. The rse did not provide what testing was completed following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.